Event description:
Additional information received reported that the patient was still having fecal accidents. The patient reportedly had not changed her programs or adjusted stimulation. The patient did not fully understand programming and had been on one setting. It was also stated that the patient was not able to adjust stimulation. It was also stated that the programmer would not turn on. The patient had not replaced the programmer batteries and had not used the programmer in 6 months. The patient did not have replacement batteries.

Event description:
It was reported that the patient was assisted in adjusting stimulation higher after having brief communication issues with the device. The patient also stated that she never had total relief from the therapy. The patient still had accidents and wanted to know why they did not go away. The patient had accidents for a day or two, sometimes more. The patient had an accident on the friday before the report through that sunday and had an accident the day prior to and day of the report. The patient also reported having a fall one to two months prior to the report. The patient had an appointment scheduled for (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28 lot# va01jef, implanted: 2012 (B)(6); product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was still having accidents "on and off," including a "mishap" two weeks prior which was "very embarrassing." Stimulation was increased to 5.5v where the patient was feeling stimulation comfortably. It was stated the patient would make an appointment with their healthcare provider if their symptoms did not improve.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that since implant the patient had been having accidents. The patient wanted help changing programs. It was noted the patient had used the programmer a "long time ago." At the time of the call, it was determined the device was off. It was stated that the patient never turned the device off. With assistance, the patient was able to turn the device on and was feeling stimulation. The patient changed from program 1 to program 3 and increased stimulation to 3.5v. Stimulation was reportedly not comfortable. It was noted that stimulation was increased to 4.0v and the stimulation was "very faint." By the end of the call, stimulation was set to 4.1v and the patient was going to try that setting. A follow up report will be sent if additional information is received.